Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen was scratched up visibility was difficulty at time especially if it was an eight or a six in a certain spot on the screen. The customer¿s blood glucose was unknown at the time of incident. The customer stated that they had to move the insulin pump around to read clearly and to see all of the information and there was small crack around the reservoir area where it screw in and also stated that insulin pump rejected new batteries. The customer's doctor stated that month and hours were reset and completely off and the night was day and day was night which was delivering all of the wrong insulin at the time wrong times. The insulin pump will not be returned for analysis.